Event description:
Customer reportedly received the following aviva nano system 1/aviva nano system 2 results within 10 minutes: hi (greater then 600 mg/dl), hi, and 129 mg/dl; hi, hi, and 89 mg/dl the comparisons were performed on different dates. Customer administered insulin based on lower values. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). This medwatch report is for the suspect device used in system 1 (lot number 202445, expiration date 06/30/2011). (B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: during the extraction of the port, the tip of the knife broke and part of the plastic cover fell off inside the pt's cavity. No pt injury was reported. No additional info available at this time.